Event description:
Needle tip broke off in pt during rotating cuff repair. The tip of the needle could not be retrieved and remians in the pt. No adverse consequences reported as a result of event. This device is used for treatment.